Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet did not turn on.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system cabinet was not turning on. A technical support specialist confirmed from the customer that the customer maintenance stated that the outlet had power, but they do not have a backup battery and maintenance was able to turn on the aio using the power button, and the cabinet successfully powered on using the power button. The system functioned as intended after the technical support specialist investigated the issue.